Event description:
A (B)(6) male admitted with acute renal failure, weakness and anemia was found unresponsive and pulseless. IV tubing from vascular catheter was disconnected at the nearest injection port to the patient, approximately 8 inches from the end of the vascular catheter, resulting in a large amount of blood loss. Resuscitative efforts were unsuccessful. Further inspection of the IV tubing revealed questionable quality of adhesion at the tubing and injection port. Other tubing on unit was opened and several of them disconnected easily between the injection ports tubing and between the tubing and luer lock connections. All primary pump IV tubing product (B)(4) was replaced by manufacturer.